Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, resolving the issue without recurrence. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared, which the caller understood and acknowledged.